Event description:
It was reported that an asymptomatic patient presented to the clinic. The pulse generator exhibited a loss of capture due to improper device settings. Autocapture was disabled and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.